Event description:
The right atrial (ra) lead was removed due to an associated product. The ra lead was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. This report is based solely on device return and analysis. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and the proximal was conductor fractured. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation had abrasion (breached) and the outer insulation had a cosmetic depression.